Manufacturer narrative:
The reported field event of oversensing could not be reproduced in the lab. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported, that the entire system exhibited oversensing noise. The right atrial and right ventricular lead were both capped and replaced. The device was explanted and replaced. The patient was in stable condition.